Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 - medical device problem code.

Event description:
Patient stated they had an initial procedure performed approximately 3 months ago and complications from the surgery necessitated an emergency procedure due to severe inflammation and bone infection. It is unknown if patient is currently revised. No further information available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a total shoulder replacement on an unknown side on an unknown date in 2021. Subsequently, the patient noted having returned to the surgeon after an unknown period of time in the same year for a recurring infection and large hematoma and was treated with oral antibiotics (captured in case (B)(4)). Over the following three (3) years, the patient reported having continued pain in their shoulder and arm; however, follow-up with their surgeon found no issues with the implants. The patient sought outside opinions from other specialties and received multiple injections, MRI imaging, nerve blocks, and bloodwork with no findings. In 2024, they reported that the nerve pain had gotten so bad they required an emergency revision surgery where an infection was diagnosed. As a result, the patient was prescribed IV antibiotics.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5, d1, d2a, d2b, h6.